Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the hand instrument was opened, straightened and put into trocar. Under examination of the scope, the staff saw that only one jaw was attached to the device. The surgeon pointed the camera down and saw that the other jaw was laying on the omentum. The unit was never used on tissue. The dislodged jaw was removed from pt and new unit was opened. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.